Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen display. It was stated that the time on the screen was not changing. Advised the caller that the insulin pump would be replaced. The customer's blood glucose reading at the time of the call was not reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.